Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice (hc) device. The system error occurred on (B)(6) 2010. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Evaluation summary: the reported condition of an infusor pump that alarms at a higher rate and has an intermittent triple alarm was confirmed during product evaluation by baxter quality engineering. This condition was caused by a defective micro processing unit (mpu) printed circuit board (pcb). The mpu pcb was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The biomed technician called baxter technical service on (B)(6) 2010 to report an infusor pump that alarms at a higher rate and has an intermittent triple alarm. The incident occurred in or when patient was connected to the pump. The anesthesia technician reported on (B)(6) 2010 that the pump would run for about 10 minutes and then alarm, no error message was displayed on the pump. The anesthesia technician replaced the batteries, but pump still alarmed. The anesthesia technician reported the pump started to get hot after alarming. The pump was exchanged so, patient's therapy could be continued. No patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.